Event description:
The lay user/pt called lifescan (lfs) in 2006 and alleged that his meter was reading inaccurate low. The pt reported that he tested on his meter and obtained a result of 380 mg/dl. He took 10 units of his insulin (unk type). It is not knonw if the pt had a meal or snack after taking insulin. A couple of hrs later, the pt began to feel sleepy. He tested his blood glucose and obtained a result of 37 mg/dl. He had something to eat/drink after testing. It would have been helpful to know if he had symptoms with the result of 380 mg/dl. If his insulin was based on a sliding scale or a set amount, if there was any other intervention between the test, and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported as the pt took insulin after test and subsequently had a hypoglycemia event where the meter gave a blood glucose result of 37 mg/dl and he was able to treat himself. A replacement meter has been sent.